Event description:
It was reported the gastrovideoscope revealed deep cuts on the probe unit, extending down to the hard layer beneath the pink coating. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the damaged probe unit was caused by user handling. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.